Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1:(B)(6).

Event description:
Philips received a complaint on an intellivue patient monitor mx450 monitor indicating that the unit was reported to have a burning smell and flashing observed; sparks may have been present at the power socket of the unit. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. It was confirmed that the monitor was not actively connected to a patient at the time of the incident. The customer biomedical engineer (biomed) removed the device from use to verify safety. The biomed isolated the device at workshop for continued testing and verification of safe usage. No issues or replicated burning smells were observed for over a week. The biomed will perform safety tests before returning device to clinical use. The rse also confirmed that philips approved batteries were being used. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The reason for the smell and observed flashing at the time of the incident was not known. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box a patient information: updated for device not being in use.